Event description:
According to the reporter, pre operatively, at the time of inspection, the hospital contacted the sales representative that the handle was in a bad condition. When the sales person rushed, the battery charger flashed a red mark. When the handle was lifted up, there was a considerable amount of liquid leakage, and the handle did not start up either. It was noted that the battery charger was already dirty with a burned smell. The handle did not work anymore after this. It was unlikely that the charger could be used either. A new device was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. It was reported that the device's handle does not initialize, the battery was leaking or appeared corroded and the handle and or charger contact points were contaminated with a substance that is not expected to be on the device. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.